Event description:
Event determined to be reportable based on analysis approved 2008: it was reported that prior to an unspecified procedure, guide wire damage occurred. Upon preparation of the 0.035 back-up meier guide wire, it was noted that the "wire felt a lot more floppy than usual". The device was not used during the procedure. Device analysis revealed a fractured distal tip.

Manufacturer narrative:
The customer complaint was confirmed, the distal tip was found to be floppy due to a fracture of the core wire. The core wire was found to be wavy/bent and detached from the braze tip inside a very wavy floppy spring tip. The coils are slightly elongated by the fractured core wire, indicating that a pulling force was applied to the spring tip. The outer diameter of the guide wire was found to be within specification. The fractured core wire was sent for scanning electron microscopy (sem) analysis which indicated: "examination of the fracture surface revealed the presence of ductile fatigue. A slight bending moment and tension zone were noted. No material anomalies were observed. The fracture surface was caused by ductile fatigue with a slight bending moment." The device history record (DHR) for this batch number has been reviewed and confirms that this device met all material, assembly, and performance specifications. The most probable root cause of the guide wire fracture can be attributed to handling damage since the fracture most likely occurred upon removing the guide wire from its protective hoop.